Event description:
Post procedure as the sheath remained in the pt, the device leaked causing the pt to experience bleeding and oozing at the insertion site. The bleeding was controlled by upsizing the sheath. The pt is reported as fine requiring no intervention. The device is being returned for co's analysis.